Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial base plate at the cement to implant interface. Unknown cement manufacturer was used. Surgeon took an x-ray of the knee where he could see loosening of the tibial. Intraoperatively, when removing the tibial base plate it came out very easily with no cement on the underside of the implant while the cement-bone interface remained sound. Doi: (B)(6) 2015, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed (B)(6) 2020. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4), released.